Event description:
It was reported by the user site that on (B)(6) 2026, during use of a 3dimensions mammography system, a spark and a burning smell were observed coming from the unit while a patient exam was in progress. The user site reported that the technologist reported hearing an unusual noise and noticing a smoke-like odor from the electrical outlet area of the unit. No patient or user injuries were reported and no electrical shock was experienced. A hologic field service engineer (fse) investigated the device and determined that the issue required replacement of the grid and detector components. The grid and detector were replaced by the fse and the necessary calibrations, including grid and automatic exposure control calibrations, were performed. Quality control testing was completed by the fse and the system was verified to be operating according to manufacturer specifications. No further information is currently available.